Event description:
2-3 days ago the meter would not power on; therefore, the pt replaced the battery and issue perisisted. The pt is on a sliding scale of humalog and took insulin according to how patient was feeling and felt the pt may have not taken enoug insulin. Yesterday, the pt experienced symptoms of shaky and sweaty. Pt tried to test on meter again and meter had no power. Due to symptoms and not being able to obtain a blood glucose reading, the pt went to the hosp where blood glucose was 460 mg/dl. The pt was then treated with insulin and released. The pt was using correct test strips. Using strips or pressing the power button, the meter did not turn on. This case is being reported as an adverse event, since the power issue contributed to the serious injury due to a delay in treatment. Customer service sent the pt a replacement meter.